Event description:
It was reported that a patient who underwent breast augmentation with a 350 cc mentor memorygel breast implant experienced breast cancer stage 1, as a result the patient underwent lumpectomy. The side of the breast cancer is unknown. Both (B)(6) and (B)(6) were provided as the possible lot/serial numbers of the impacted device. This patient was part of a post approval study.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7559844 number, and no non-conformances were identified. Manufacturing date: mar/08/2018. Expiration date: mar/07/2023. A manufacturing record evaluation was performed for the finished device 7578008 number, and no non-conformances were identified. Manufacturing date: apr/20/2018. Expiration date: apr/19/2023. Reason for device explant and/or reoperation: breast cancer. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer's reference number: (B)(4).